Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had micro-dislodged and exhibited failure to capture. The dislodgement of the lead was verified by fluoroscopy. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.